Event description:
A malfunction alarm was reported with the code malf 12, but no notable events occurred prior to this. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was informed to continue using the pump and to contact support if the issue reappears.